Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information received: what type of procedure was the device being used in? Esophageal carcinoma surgery. Were there any staples missing from the staple line? Not reported.

Event description:
It was reported that during an unknown procedure, no crunch was heard after the device fired p to p. The tissue was cut but the staples were irregular. Please find the picture attached. Used hand sewing to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4)- incomplete firing cycle, uncut washer - blemished. Photograph: based on the photo evidence of the subject cdh25a, the root cause of the complication was due to an incomplete firing stroke. Hands on device analysis should provide evidence to support this finding. The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.